Manufacturer narrative:
(B)(4).

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for urinary dysfunction/sacral nerve stim. It was reported that in (B)(6) 2015 the patient jumped off a cliff into the ocean and got injured and bruised all over. On (B)(6) 2016, the patient was shoveling snow. The day afterwards on (B)(6) 2016 the patient had shocking. It woke her and it was hurting. The patient lowered the amplitude to 0.0v but it still occurred. Upon checking the implantable neurostimulator (ins) on the day of the report, the patient saw end of service (eos) for the first time. The patient turned the ins off as well. Further follow-up is being conducted to determine what troubleshooting, actions or interventions were taken, if the cause of the shocking and eos was determined, and if the issues had been resolved. If additional information is received, a follow-up report will be sent.